Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: there are no samples available. Pictures were received but not are attached with this summary evaluation. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Received one picture that shows one open sample with the needle placed in wrong position. The needle is placed in inverted position. The mistake took place in the winding process, the personnel involved wound the suture incorrectly in the support card. This is considered as an isolated defect related to this batch and have not received any other complaints for this defect, reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The involved personnel has been informed about this incidence. Taking into account that the product do not fulfil the specifications of the OEM, is determined that the complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the end customer or refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Needle presented upside down when packet was opened by a scrub nurse.